Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose (bg) level displayed as high and there were moderate ketones present that were dangerous/ life threatening. Customer required 3rd party assistance from his mother. Customer's mother administered a correction injection of insulin to address high bg and ketones.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.